Event description:
It was reported that the device had an issue with the microswitch not working. When disposables were attached, the device would keep alarming.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and it was found that the microswitch was bent. No action was taken due to the condition of the device and was deemed beyond economical repair and will be scrapped. Service history identified that no previous repair has been noted in the last 12 months.